Manufacturer narrative:
Event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-17660, 1627487-2021-17662, 1627487-2021-17663, and 1627487-2021-17666. It was reported that the patient was not getting adequate therapy. Diagnostics revealed high and low impedances on several lead contacts, and therapy was autoreducing. As a result, surgical intervention occurred on (B)(6) 2021. During the procedure, the ipg header was found to have fluid inside, and the ipg was replaced as well as the leads. The patient has effective therapy post operatively.